Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log, but also noted clot detect and a64 sampling blocked by main arm errors had also occurred. Fse performed a sample run, but could not reproduce tip detach error, but constant sc clogging error occurred. Fse found clot detect values out of specification and adjusted the main arm pressure board for clot detect. Fse performed version up to reload software, verified tip alignments, lubricated all mechanicals in instrument. Fse successfully reran samples and performed daily maintenance run without error. Customer successfully completed quality control run and patient sample runs without error and results were within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-2000 operator's manual under appendix 4: error messages states the following: a64 sampling blocked by main arm: error detected in the suction operation from stc cup. Solution: take measures according to the errors output simultaneously. Tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported error 2061, could not be determined. The most probable cause for the clot detect & clogging errors were due to clot detect of main arm required adjustment.

Event description:
A customer reported getting error message 2061 "tip detachment failure by main arm" on the aia-2000 instrument. The customer completed all set home, confirmed waste bins and test cups were empty. Instrument is down. A field service engineer was dispatched to address the reported event, which resulted in delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2) and alpha-fetoprotein (afp). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.